Event description:
It was reported that the patient's merlin.net transmission revealed under-sensing on the implantable cardiac monitor (icm) that was due to loss of contact. No intervention was performed. There were no patient consequences.